Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused inflectra during patient infusion. The patient infusion takes around 2 hours but the infusion was completed in 1 hour and 28 minutes. Patient received 405mg of inflectra based on her body weight for the days visit to the clinic. The medication was reconstituted with 10mls of sterile water and five vials were used. A 250ml bag was used to mix medication with 40.5mls removed from the bag and 40.5mls of medication added to the bag. The pump was set at 125mls/hr for a 250ml bag. The total time of infusion took 1 hour and 28mins. The patient did not report any reactions at the end of the infusion and stayed in the clinic for a 15 minute monitoring period. No additional information is available.